Event description:
Boston scientific received information that this device and a competitor right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensed noise was also observed on the ra channel, however no pacing inhibition was noted. The cause of the impedance issue has not been determined and no intervention has been performed at this time. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the system remains implanted and in service. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that this patient now resides in the united kingdom. It was noted through the patient's remote monitoring system that the pacing impedance measurements on the competitor right ventricular (rv) lead were above 3,000 ohms. The patient was brought into the clinic for testing. The pacing impedance measurements were noted to be 860 ohms with a pacing threshold measurement of 1.5 m volts. As a precautionary measure, the patient was admitted to the hospital for monitoring and the device was switched off. Boston scientific technical services (ts) was contacted for further assistance. The ts consultant reviewed the data from the remote monitoring system and discussed that both the rv and the ra lead are unstable. The ra lead is also exhibiting pacing impedance measurements above 3,000 ohms as well as unstable amplitudes measurements. In addition, the arrhythmia logbook showed numerous rythmiq and atrial tachy response (atr) episodes since implant due to noise on the ra lead being oversensed by the minute ventilation feature of the device. These observations are indicative of either a connection issue or integrity issue with both the ra and rv leads. Additional troubleshooting was discussed, including a chest x-ray to review the system integrity. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continued to be monitored. In addition, the respiratory rate sensor will be switched off to avoid the alerts. The system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device continues to display high out of range pacing impedance measurements. The ra lead was deactivated due to noise. Initially the physician was not concerned about the high impedance measurements as collaboration with colleagues who have worked with young patients indicated that high impedance measurements can occur with abdominal systems. However, the out of range measurements have increased since the last follow up. In addition, the patient's parents have also insisted that they have not heard any beeping from the device. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant confirmed the high out of range pacing impedance measurements and that the device had been beeping since (B)(6) 2016. An alert to the remote monitoring system was sent on that day and ws dismissed on (B)(6) 2016. The ts consultant discussed additional troubleshooting and testing that could be performed. No adverse patient effects were reported.